Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between the ccpd therapy on the liberty select cycler and the patients hypotension requiring hospitalization, preempting their death. Given the absence of hospital progress notes, reported primary/secondary cause of death, esrd death notification, death certificate and/or autopsy report, the cause of death cannot be determined at this time as there is insufficient evidence to conclude the root cause of the event(s). However, the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patients death.

Event description:
It was reported that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to low blood pressure. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up, the patients pd registered nurse (pdrn) confirmed the patient presented to the emergency department due to hypotension. The patient was admitted to the hospital and subsequently expired two days later due to unknown causes. It was reported the patients hospital documentation was not received by the outpatient clinic and the details related to this event remain unknown. It was unknown if the patient was undergoing a continuous cyclic pd (ccpd) treatment on the liberty select cycler or any hospital provided cycler at the time of death. It was reported the patients death may have been unrelated to pd therapy and more than likely attributed to a heart attack, evidenced by decreasing blood pressures, but this could not be confirmed in the absence of hospital documentation. Subsequent attempts to obtain additional information (e.g. Demographics, medical history, end-stage renal disease (esrd) death notification, discharge summary, autopsy report, machine evaluation documentation and/or death certificate) have thus far proven unsuccessful. There was no report the patients liberty select cycler, or a hospital cycler have been returned for product inspection.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.